Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. An attorney.

Event description:
Received medical records on 06/11/2018. Medical records reviewed for MDR reportability. Left attune total knee replacement revised to address aseptic loosening of the femur component, and debonding of the tibia component, with recurrence of pigmented villonodular synovitis(pvns). Revising surgeon indicated presence of a large amount of synovial hyperactive tissue, appearing as pvns. Stated that pvns appearing tissue was undermining the femur along the bone interface. Indicated that the complete cement mantle was removed with the femur in entirety. Noted that the tibia component was debonded--there was no cement attached to it. In fact, he indicated that the cement mantle was pristine, with no defects on the tibial side (bone to cement interface). Femur, tibial base plate, and tibial insert components were revised; patella component was retained. Depuy cement was used in primary surgery. Doi: (B)(6) 2016; dor: (B)(6) 2017; (left knee).

Manufacturer narrative:
Product complaint # (B)(4). Updated 14 may 2020 re-open the complaint was re-opened upon receiving the patient¿s medical record information. The information received did not change the original investigation report investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.